Event description:
It was reported that the patient presented remotely via merlin.net. Interrogation of the patient's implantable cardioverter defibrillator (ICD) showed episodes of noise over-sensing resulting in pacing inhibition. The patient was asymptomatic. No changes were made.